Event description:
It was reported that the atrial lead exhibited high unipolar impedance of 2342 ohms. Capture and sensing changes were noted as well, however details were unspecific. The lead was taken out of service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.